Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in july 2010 and performed to specification up to 21st september 2014. On the 28th september 2014 the device failed the weekly auto self-test due to a low battery. The user would have been alerted with a "warning low battery, device service required" prompt and a flashing red status led. The device was still in fault mode on the 14th october 2014 when information from the history log shows an increase in voltage which suggests a further pad-pak was installed. Multiple manual power ups, mainly of ten minutes duration, where observed in the device memory between the 22nd july 2015 and the last log entry, while at heartsine, on the 20th august 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of the events stored in the memory and the 10 minute time outs during the course of the investigation would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.